Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited increased impedance measurements. The measurements remained within acceptable parameters. The threshold measurements were reported to have increased. Additional information indicates that a lead revision procedure has taken place. The rv lead was explanted and has been returned for analysis. No adverse patient effects were reported. This device remains in service.